Event description:
It was reported that the patient presented in a non-clinical environment. Inappropriate shock was suspected from the patient's daughter. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information noted that the patient passed out on 1 feb 2023. There was no allegation that the implantable cardioverter defibrillator contributed to patient death.